Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Patient reported that sometimes it works and sometimes it does not. Patient stated their symptoms were fine. Patient's concern was that she was too active to charge her implant as often as needed. Patient stated she would charge the implant until it was full then she'd check it and it would be down 1/2. Patient stated she could charge it and has to charge it 2 days later. Patient stated ins was not charging charged. Patient stated she was too busy to be charging the neurostimulator (ins) as often as needed. Patient stated she had lost weight and her weight went up and down. Patient stated she had more health problems than she did before. Patient stated they wanted to take the stimulator for her back and have it put into her knee but she wouldn't let them do it. Patient stated the back is working fine and that it was the arthritis, 2 inches above where the device was. Patient stated she is going to physical therapy for her knees. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient was meeting with a neurosurgeon on (B)(6). It was reported that the manufacturer's representative (rep) called and left a voicemail to patient to interrogate stimulator.

Manufacturer narrative:
A correction was made, applicable code has been added. If information is provided in the future, a supplemental report will be issued.